Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented into the emergency room when the device was observed to be in back up vvi status. The patient was asymptomatic. A device download was performed successfully.